Event description:
Zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to detect an ECG signal.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to detect ECG signal) has been confirmed. Upon investigation the monitor was unable to detect an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the c/a board. The u612 component was not producing any output on the -5bn line. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.